Manufacturer narrative:
(B)(4). Results of investigation: the service technician was unable to duplicate ¿unit stopped ventilating.¿ all testing was performed using a good known test ac adapter and patient circuit. The ventilator passed the extended 77 hour run in test with the customer¿s settings without any unusual alarms or conditions. The ventilator passed the ltv final test, which included many ventilation and alarm functions. The service technician was able to duplicate ¿unit was saying same patient during ventilation.¿ during initial power up of the ventilator, the ventilator displays same patient on the select window. After selecting same patient, the ventilator went into normal ventilation mode. When the extended features presets, ptnt query menu option is set to query on and the ventilator is powered up in normal ventilation mode, ventilation and alarm activation are suspended, and the message same patient is displayed after completing post tests. Internal inspection does not reveal any abnormalities with the ventilator.

Event description:
The customer reported that after he and his partner double checked the ventilator, they placed the ventilator on the patient. After placing the patient on the ventilator, he noticed the feeding tube was still intact, so he walked away to get the nurse for a second. A few seconds later, he noticed the patients oxygen saturation level was at 20%. The nurse grabbed the bag valve mask and bagged the patient back to 100%. The respiratory therapist checked the vent and noticed it was in "same patient mode." The ventilator was removed and was no longer ventilating. Before this incident, the customer stated that his partner checked the vent and he double checked it, as well as checked for chest rise and fall before turning away.